Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: customer (person): (B)(6). H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop mutlipurpose drainage catheter cracked. The catheter was placed on (B)(6) 2025 for biliary tract drainage. One day after placement, bile drainage was found to be obstructed. The drainage catheter was tested with fluid injection, and a crack was revealed. The patient declined catheter replacement; therefore, the portion of the drain external to the body was "treated". A customer provided photo shows leaking of fluid around the mac-loc hub. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d4 - primary UDI number. Investigation ¿ evaluation: it was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter cracked. The catheter was placed on (B)(6) 2025 for biliary tract drainage. One day after placement, bile drainage was found to be obstructed. The drainage catheter was tested with fluid injection, and a crack was revealed. The patient declined catheter replacement; therefore, the portion of the drain external to the body was "treated". A customer provided photo shows leaking of fluid around the mac-loc hub. No adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a customer provided photo showed leaking of fluid around the mac-loc hub. No damage was visible in the image provided. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR discovered five relevant recorded quality control discrepancies totaling 22 devices. All discrepancies were scrapped before further processing of the order. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, review of customer provided photo, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.